Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that an edwards bioprosthetic valve was explanted after an implant duration of approximately eight (8) months and replaced with another edwards pericardial valve. The reason for explant was not provided despite multiple attempts by edwards.

Manufacturer narrative:
Additional manufacturer narrative: late prosthetic endocarditis (greater than 60 days post-implantation) resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device. Moreover, it was learned that this is a recurrent endocarditis, and the healthcare provider indicates no relationship with this event to the edwards valve. Edwards will continue to review and monitor all events.

Manufacturer narrative:
Additional manufacturer narrative: despite multiple follow up attempts by edwards, the healthcare provider has not provided the reason for explant and the device has not been returned for evaluation. Therefore, the root cause of this event cannot be identified at this time. Edwards will continue to review and monitor all events.

Event description:
Per response from the healthcare provider, it was learned that the reason for explant was recurrent endocarditis (staph. Epidermis). It was learned that this was the patient's 4th redo surgery. The patient underwent another surgery four (4) months after the subject event and then expired 20 days later. There was no allegation of device relationship to the explant or the patient's death by the healthcare provider.